Manufacturer narrative:
Investigation summary: one sample was returned for investigation. Prior to functional testing the set was visually examined for defects and abnormalities. No other defects or abnormalities were observed. A cut off bd syringe was attached to the smartsite of the extension set to observe for a fluid path while the piston is in the activated position. A fluid path was observed. The smartsite was connected to a 10 ml bd syringe filled with blue dye water and attempted to flush. The smartsite was able to be flushed. The customer complaint that the extension set would not pull back blood or flush with saline was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 21015458 was performed. The search showed that a total of 12003 units in 1 lot number was built on 10jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e. Batch/ lot #: 21015458. Extension set would not pull back blood or flush with saline. IV was good, new extension set attached and worked fine.